Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump had a frozen display. The customer stated that there was no button response and the time on the clock did not advance. The customer also stated that there was no blank display and a low battery alarm occurred. The customer further stated that there was a long, constant tone. The customer then unsuccessfully attempted to reprogram the insulin pump twice. Nothing further was reported.